Manufacturer narrative:
E2/e3: information was asked but unknown, in regard to occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a pump head clamp abnormality with the orange light turning on when the tube was installed. It also occurred during the water supply operation. There were no reports of patient harm.

Event description:
It was reported that the subject device had a pump head clamp abnormality with the orange light turning on when the tube was installed. It also occurred during the water supply operation. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: the standby switch did not respond based on the results of the investigation, it is likely that the malfunction, where the standby switch did not respond, was caused by a component failure of the adapter plate. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.